Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has service required message, device/power cord or supply too hot to touch, lightheaded. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Changed the UDI number, corrected the patient initials, and change the in patient outcome code.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has service required message, device/power cord or supply too hot to touch, lightheaded. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.